Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: visual inspection found that the chuck jaws would not open. Dimension inspection not possible.¿ the supplier stated, ¿destructive testing was conducted and found a significant amount of cable in the assembly. The device met specification prior to shipping.¿ the supplier concluded, ¿the functional root cause was a blockage of cable inside the assembly of the tensioner. A manufacturing root cause could not be determined. Evaluation determined that the device functioned as intended. Based on the suppliers evaluation, the complaint condition is confirmed, but is not considered to be related to manufacturing processes or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed. There were no material review records, nonconformance reports, or complaint related issues with this lot.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an operation, the cable tensioner in question lost tension and started spinning idle when it reached to some level (20kg). The surgeon had to apply tension to the wire, by pulling the wire with a nipper to fix the tension band. During the surgery, the product in question lost its tension and became unavailable for use. The surgeon, used of a pair of pliers to pull the tension band by hand so as to create tension to stabilize the wire. There was a 20 minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: we have forwarded the complained article to the manufacturing site for investigation, here are the findings: upon receipt, supplier stated that, ¿visual inspection found that the chuck jaws would not open. Dimension inspection not possible.¿ the supplier stated, ¿destructive testing was conducted and found a significant amount of cable in the assembly. The cable was removed and tensioner was re-assembled. The tension was tested again per spec with the following results: 38.2kg, 38.8kg, 38.8kg. The devices meet[s] specification of 40kg ±4kg and functions as intended. A DHR review was conducted and found that the device met specification prior to shipping.¿ the supplier concluded, ¿the functional root cause was a blockage of cable inside the assembly of the tensioner. A manufacturing root cause could not be determined. Evaluation determined that the device functioned as intended. Based on the suppliers evaluation, the complaint condition is confirmed, but is not considered to be related to manufacturing processes or materials. Risk management review was not performed because the complaint is not manufacturing related. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.